Event description:
It was reported that during a low anterior resection procedure, the device did not staple at 1st firing. Another like device was used to complete the procedure. There was no adverse consequence to the pt.